Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room and a remote transmission was sent due to diabetic ketoacidosis. The transmission indicated that the right ventricular (rv) lead triggered alerts due to t-wave oversensing (twos) and noise oversensing. The r waves and defibrillation impedance measurements were variable. The lead remains in use. No patient complications have been reported as a result of this event.